Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: (B)(6). G2 country: italy.

Event description:
It was reported that outside of surgery sometimes the device freezes and does not start. The device would not stay on. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2b; d4; d9; g1; g3; g6; h1; h3; h4; h6; h11. Review of the most recent repair record determined the device was seizing and would not power on; the device had a cable contact issue, the motor was corroded, and the reciprocating arm was worn. The motor, plug harness, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.